Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case by transfemoral approach, the physician had difficulty due to insertion resistance at the proximal end of the 14f esheath. It was noticed on fluoro that a stent strut had been lifted up and was protruding out of the esheath. The physician retracted the 26mm sapien 3 ultra resilia valve and commander delivery system. A new 14f esheath was flushed and prepped along with a new 26 commander delivery system and a new 26mm sapien 3 ultra resilia valve. The second valve was inserted and deployed successfully without incident.

Manufacturer narrative:
Update b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual inspection the crimped valve was noted to have one bent strut at the inflow side. The valve was expanded and the bent strut corrected itself and was noted to be exposed through the skirt, the frame distorted. The leaflets were wrinkled due to the storage condition during the return handling process. Due to the nature of the complaint, no applicable functional or dimensional testing were performed. The complaint was confirmed through visual examination. Imagery was received of the patient's anatomy. The patient's access vessels had the presence of tortuosity and calcification. The valve frame damage was confirmed based on returned device evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation/high push force) likely contributed to the event, as the provided imagery revealed calcified and tortuous patient anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.